Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was gradually dimming since (B)(6). The reporter indicated that the pump could not be read in bright light and needed to be read in a dark room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: completed investigation using returned battery cap. Unable to investigate for customer complaint due to blank screen. Unable to test buttons/display due to blank screen. Opened pump and used test display, pump functioned normally. Failed display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.